Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was not possible to measure the atrial threshold. Imaging revealed the lead was dislodged. A repositioning revision was unsuccessful and the lead was removed while the atrial channel was plugged. A suspected infection was ruled out by negative cultures. The patient was in good condition.